Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was a leak at the plug unit and there was a deformation of the scope connector contact pins. Also found; the glue was cracked, the cover was cracked and burnt, the light guide lens was cracked, the body was missing a screw, which was not located. The insertion tube had a minor dent and buckles, the light guide tube had buckles, was inflated, deep scratches, and the connector was not open. Switch one one (1) and two (2) had a cut, the angulation was low, the control knob was loose, and the objective lens had chips. In addition, all of the labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The user facility reported to olympus the evis exera iii gastrointestinal videoscope failed a leak test. The issue was found during reprocessing. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the that the control section received physical stress due to user handling or the like, which caused the screw of the control section to become loose and fall off. ·the device inspection results showed marks of physical stress: kink at universal cord and deep scratches at the protector. -the instructions for use (IFU) provides the following guidelines: · do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section. It could also cause parts of the endoscope to fall off inside the patient.